Event description:
It was reported by the customer that the device would power off by itself. This issue was observed during pt monitoring, but there was no compromise to their care or adverse event as a result of the failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed that one of the battery retainer clips was broken from the battery. The customer does use two batteries in their device, but due to the failure, the device could not switch to the second battery before powering off. The battery assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.